Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a routine interrogation of the device revealed that a power on reset occurred. It was further reported that when the device was reset, the elective replacement indicator was triggered due to low battery voltage. The device was scheduled to be replaced. No patient complications were reported as a result of this event.